Event description:
During microsurgery procedure, shutter failed to close when laser fired. Physician reported seeing light beam through scope. Physician stopped procedure, put on safety glasses and completed procedure. Field service engineer was contacted directly by a purchasing rep for the user facility by request of the operating room supervisor. Physician reported to field service engineer that no injury to self occurred.